Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 7 days post-operative a laparoscopic resection of the rectum, the patient experienced c-reactive protein (crp) increase, pain, increasing inflammation parameters and peritonitis. An x-ray was performed and it showed anastomosis leakage and large amounts of free gas. An exploratory laparotomy was performed due to the symptoms. A re-operation had to be performed due to a leakage. The doctor discovered light green fluid in the abdomen, holes in the anastomosis a permanent stoma had to be placed on the patient.